Event description:
A medtronic representative reported an inaccuracy during an ent surgery. After registration, the surgeon was accurate on the face while touching anatomy, but when navigating inside the frontal sinus the system was showing inaccuracy. The surgeon did not discontinue navigation and has not re-registered. It was recommended to re-register patient, and verify accuracy inside anatomy. There was no negative impact to the patient reported.

Manufacturer narrative:
Medtronic representative suspects that the inaccuracy was caused by poor tracer technique (pressing too hard on the skin of the patient, which indents the skin). This appears to be an isolated incident since there were no further issues in subsequent cases. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
The patient demographic will not be provided by the site staff.no parts or files have been received by the manufacturer.